Event description:
It was initially report that he patient had an increase in seizures between (B)(6) 2011. There was mention in clinic notes that the patient's seizures were worse with the summer heat and the mom got air conditioning for the patient's room. It is unclear if the increase in seizures are related to vns. Previous attempts with the physician on another matter relating to this patient were unsuccessful as he decline to provide information.

Event description:
Additional attempts for more information have been unsuccessful to date.

Event description:
Supplemental #2 previously reported under MFR report #:1644487-2018-00565. Additional information was received that the patient underwent generator replacement surgery in 2012. The explanted generator has not been received to date.